Event description:
Boston scientific received information that this patient with a cardiac resynchronization therapy pacemaker (crt-p) experienced ten to fifteen seconds of asystole. It was noted that the field representative used intracardiac electrogram (egm) instead of surface egm. Additional information indicated that capture was lost due to a field representative stopping a threshold test. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.